Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-10-21. H.3. Investigation summary: bd received 3 contaminated samples from the customer in support of this complaint. A visual observation of the returned samples was performed and show evidence of plastic scraped on the inside of the tubes. Unfortunately, no testing could be performed for the used returned samples regarding underfill. Therefore, 20 retained samples from the bd inventory were visually inspected and functionally tested and there were no issues related to underfill or damaged tubes. Bd was able to confirm customers¿ indicated failure mode based on the returned samples provided for damaged tubes; however, bd was unable to confirm the issue of underfill from the returned samples provided or the retention samples analysis. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® k3e plus blood collection tubes, the device experienced underfill or low draw of a tube with blood. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: product material extended internal as spike, 1) analyzer probe hitting during analysis resulting as "'no sample detected" 2) low volume sample aspiration led to wrong reporting 3) unnecessarily rebleed patient. Impact: wrong reporting , increased tat just one comment to clarify in regards to the awareness date: the first awareness date was on 31/05/2022, so this is re occurring again and the event date was 6/09/2022. [For these occurrences first email was sent on 10th oct, therefore this date is considered bd awareness date].

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed

Event description:
It was reported when using the bd vacutainer® k3e plus blood collection tubes, the device experienced underfill or low draw of a tube with blood. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: product material extended internal as spike, 1) analyzer probe hitting during analysis resulting as "'no sample detected". 2) low volume sample aspiration led to wrong reporting. 3) unnecessarily rebleed patient. Impact: wrong reporting , increased tat. Just one comment to clarify in regards to the awareness date: the first awareness date was on 31/05/2022, so this is reoccurring again and the event date was (B)(6) 2022. [For these occurrences first email was sent on 10th oct, therefore this date is considered bd awareness date]